Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was over 500 mg/dl at the time of incident. Customer¿s other blood glucose were 589 mg/dl and 51 mg/dl. Customer did not provide any symptoms and treatment related to the high and low blood glucose. Customer stated that the insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.